Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant, the right atrial (ra) lead dislodged and atrial pacing and sensing measurements changed negatively. Diagnostic testing/troubleshooting was performed and the lead was reprogrammed and remains in use. It was also reported that the patient had hemodynamic changes and developed cardiac effusion possibly caused by a possible lead perforation per echocardiography. The physician reported that the patient was stable at the end of the case. No further patient complications have been reported as a result of this event.